Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had issues with bipolar energy. The customer switched multiple cords along with instruments and power cycled the integrated electrosurgical generator unit (iesu), but the issue could not be resolved. The customer elected to use the vessel sealer extend (vse) instrument with the e-100 generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis, and the customer reported complaint could not be reproduced. The iesu energized, cauterized, and all ports recognized instruments without any issues.